Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported patient asked to have the stimulation system removed because he was not getting stimulation in right leg. Hcp initially indicated that they thought the patient was not getting stimulation in right leg due to ins location. However, with more questioning hcp stated that lead is off to the left side and they are now planning to add a single perc lead to try get right side leg stimulation. Patient is having a lead revision to add a perc lead. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). It was reported that the perc lead has not been performed as of this report. The trial is planned for (B)(6) 2019. No patient symptoms or complications were reported in this event.